Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The med affairs spec (mas) was able to classify the case based on the original info provided. In 2006 at 7:27 am the pt obtained a blood glucose reading of 247 mg/dl on the reported meter. At that time the pt was experiencing no symptoms of high or low blood glucose levels. The pt noted this result was higher than her expected blood glucose level. Based on the meter reading and her planned breakfast, the pt admin a bolus dose of 7 units novolog insulin or her pump. At 9:45 am, the pt started to experience the symptomss of 'feeling low', being disoriented and loghtheadedness. At that time, the pt obtained blood glucose readings of 203 mg/dl, 222 mg/dl and 132 mg/dl on the reported meter. Within 10 mins, the pt tested her blood glucose level using her backup one touch ultra meter, and obtained the results of 61 mg/dl and 66 mg/dl. The pt admin self-care by eating candy, and felt better afterwards. After eating the candy, the pt obtained a blood glucose result of 'in the 90s' mg/dl on the backup meter. The pt was unable to recall if she also retested on the reported meter at that time. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No qc testing was performed during the call, as the pt's control solution was expired. The meter, test strips and control solution were replaced. The pt admin her insulin bolus dose based on the elevated readings obtained on the reported meter, and afterwards became hypoglycemic and required self-treatment with food.